Event description:
As reported, during ureteroscopic stone removal procedure, the tip of the 'ncompass nitinol stone extractor' fell off. The ncompass was opened and tested prior to use with no issues. It was used to remove three stone fragments. When the user attempted to remove the fourth fragment, the tip fell off inside the patient. The procedure was completed successfully by retrieving the fragment and using another ncompass. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E1: phone (B)(6). G4: PMA/510(k) - exempt h3: device evaluated by mfg - not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.